Event description:
It was reported that while the anesthesia system was used for treatment, the set peep (positive end expiratory pressure) level could not be reached and the system reported a leakage. There was no patient harm. Manufacturer's reference#: (B)(4).

Event description:
Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The investigation of this complaint has been completed. The system was investigated on-site by our field service engineer. The test was performed with new breathing circuit, water trap and sampling line since the breathing circuit used at the time of the event was not left on the system. The system checkout was successfully performed. The system device logs were received for evaluation. The received logs were not complete. The logs from the time of event were not available, the logs had been erased during a software update that was performed after the event. The evaluation of the test log after the software update confirms that the system checkout was successfully performed. The reported event stating that the set peep level was not reached and that alarms indicating a leakage were generated could not be confirmed in the logs since the recordings from the event were not available. The breathing circuit used at the time of the event may be involved in the reported failure but that cannot be confirmed since it was not available for testing. Our conclusion, based on the field service engineer investigation, is that there was no technical malfunction with the system at the time of the reported event. The root cause of the reported leakage has not been determined.